Manufacturer narrative:
The international affiliate has been advised to ensure that proper procedures be reviewed with the home pt.

Event description:
Baxter (B)(4) reported that a customer received repeated "check the drain tubing" alarms during cycle 2 of 3 of the pt's automated peritoneal dialysis therapies. Baxter (B)(4) reported that the customer was re-using the drain line extension. On the first two therapies, therapy was interrupted as a result of the alarm. On the third therapy, therapy was interrupted as a result of the alarm, and at that time the customer setup with new supplies, and had no further difficulty.